Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 80 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle, the specific leaking fiber could not be isolated. During the fiber evaluation process multiple fibers detached from the potting on the inferior surface masking the potential leaking fiber(s). Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The machine, a fresenius 2008k2 machine, did not sound a blood leak alarm as this was an external leak. The patient¿s estimated blood loss (ebl) was approximately 210ml. There was no patient injury or adverse events reported. The patient was given a one-time does of vancomycin (1 gram, administered via IV) antibiotic as a prophylactic measure. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and could not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Clarification correction: the initial submission of this MDR (submitted (B)(6) 2018) had an incorrect device evaluation attached that referenced a returned dialyzer that was investigated by the manufacturer. Per the subsequent supplemental submissions, the device was not returned to the manufacturer, and the initial device evaluation on the (B)(6) 2018 submission should be disregarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.